Event description:
It was reported via voluntary medwatch report number (B)(4) that the patient underwent an unspecified surgical procedure where rhbmp-2/acs was placed "on the left maxillary sinus of the bone of the skull." Eight day post-op, the patient developed adverse complications with inflammatory response. The patient had swelling of the neck and brain tissue, and reportedly required removal of the implant. Per the information received from the reporter, the patient now has osteoporosis of the skull bone, and almost died. The patient was on disability for three months.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.